Event description:
It was reported that the customer's insulin pump went blank. The customer stated the insulin pump was placed against his body. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.